Event description:
Customer reported an abo discrepancy on the galileo. Original testing on the galileo was ntd positive. The patient resulted as ab positive on the galileo with repeat testing. Manual bench testing was ntd, the sample forward groups as a positive and reverse groups as ab.

Manufacturer narrative:
Investigation reveals that there was an error on the plate during testing, after pipetting reagents and attempting to release the plate in the incubator rt "y move control error at position 3ch params 01h while releasing plate" this position of the error is confirmed as the incubator slot #1 for plate. No errors on plates tested before or after this plate. Customer is unsure of the error recovery performed on this plate as she was not aware that there was an error during testing. The instrument images were reviewed and a slight green tint to well b2 (anti-b well), so unable to rule out splashing of anti-a. There were no other reports of errors before or after testing the plate in question.